Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date in (B)(6) 2001. Subsequently, the patient was revised on (B)(6), 2014 due to instability. The tibial bearing was removed and replaced.